Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the device failed to pace during a training exercise.

Manufacturer narrative:
Model# updated. Product UDI updated. Contact office updated. Investigation results are unchanged.